Event description:
It was reported that this right ventricular (rv) lead was implanted without issue; however, two days later a perforation was identified. A lead revision was performed and the lead was planned to be repositioned, but the helix would not retract. The lead was explanted and a new lead of the same model was implanted to complete the revision procedure. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position and the helix was slightly bent. Testing was completed to assess lead electrical performance; measurements were within normal limits. Deformed conductor coils were noted at approximately 130 mm and 430 mm from the terminal end. A stylet was able to be inserted into the lead lumen with no resistance. The perforation observation is not able to be confirmed with laboratory analysis. However, the helix retraction difficulties were confirmed, caused by the bent helix.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was implanted without issue; however, two days later a perforation was identified. A lead revision was performed and the lead was planned to be repositioned, but the helix would not retract. The lead was explanted and a new lead of the same model was implanted to complete the revision procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.